Event description:
It was reported the doctor wanted to recess screw a bit further and used the draw rod screwdriver and tip broke off in screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the draw rod tip and the shaft tip of the specialty screw inserter were confirmed to be broken and fractured, respectively, by visual inspection. No relevant issue was found in the manufacturing records. Conclusion: the plausible root cause is a user applied overload through bending and torsion.

Event description:
It was reported the doctor wanted to recess screw a bit further and used the draw rod screwdriver and tip broke off in screw.